Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Also, the impedance trend on the atrial pacing lead was rising, the atrial pacing capture threshold was rising. And the atrial pacing capture threshold was elevated.

Event description:
It was reported that the right ventricular (rv) lead was partially explanted and replaced due to increasing and high thresholds. Additionally the atrial lead was explanted and replaced due to high and increasing thresholds, high and increasing pacing impedance, and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Also, the impedance trend on the atrial pacing lead was rising, the atrial pacing capture threshold was rising. And the atrial pacing capture threshold was elevated. The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.